Event description:
The device was used during a laparoscopic appendectomy procedure. Reportedly, the approximating lever broke. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.